Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported the patient had reached a point where they could not control the patient which had started in (B)(6) 2016. The healthcare professional had advised them to turn the patient's stimulation down if the patient got agitated or overwhelmed but the patient hid the patient programmer. Starting a month prior to (B)(6) 2016 the patient had reached a point where the family had wanted to turn stimulation down. The patient wanted to hurt people. On (B)(6) 2016 the patient had met with their healthcare professional but the patient had not allowed the healthcare professional to make adjustments to the implantable neurostimulator (ins). Healthcare professional had made adjustments to the patient's levodopa. The patient's indication for use is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.